Event description:
It was reported that during a meniscus repair surgery after t1 and t2 were deployed it was found that the knots could not be pushed. It is unknown if the procedure was successfully completed without delay and if a back up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
One 72201491 ultra fast fix needle delivery system device returned. The protective blue split protective cannula was returned attached to the needle. The white depth, penetration limiter was returned trimmed beyond the blue green inner needle sheath. A segment of cut suture was returned t1 and t2 were not returned. The actuator lever was fully forward. The anchors were not available to assist with evaluation. This style product requires user controlled actions for the advancement, release, stripping of the anchors and manipulation of the suture. No mechanical issue was observed with the product. No root cause related to the manufacture of the device was confirmed.